Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a facility representative via (B)(6) of 3 instances of the (ccu) - light source starting fires on drapes. Ts: the light source has been turned on while not connected to a scope. Advised them this is not how the devices are advised to be used. I let her know the light source can burn you instantly if a body part is put in front of the light cord. Asked if she needed the dfu and advised her the recommended use is listed on the dfu.